Event description:
It was reported that during a gastric bypass procedure, the device would not staple but cut. At the beginning of the procedure (forming the pocket of the stomach), the surgeon wanted to staple the tissue. These were collected at the end of the clamp, causing a section of the tissue without stapling it; the staples were present at the end of the cut line. The surgeon then used another stapler to perform this specific stapling. At the end of surgery, the surgeon performed a laparotomy to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: "these were collected at the end of the clamp" please explain this expression. On what tissue type was the device used? At what location on the tissue? Stomach to realise the gastric pouch. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 3rd and 4th. What color cartridge was being used? Yellow. What other color cartridges were used before and after this event? Only the yellow. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Maybe lower at the beginning of firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No just one time he push the safety realize button to unlock the device. What was the patient's pre-op diagnosis? Realize a gastric bypass after a gastric band. A difficult surgery a lot of adhesions "..(it's the real reason to convert laparoscopic surgery to open." Please provide the patient's sex, age and weight. Unknown.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.